Manufacturer narrative:
The event of infection - (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient representative reported right side patient experienced "pain," "infection by incision site, chest tightness," and "implants not staying in place." The device has been explanted.